Event description:
Clinic notes were received for the vns patient who is being referred for replacement surgery. The notes reference an office visit that occurred on (B)(6) 2012 indicating that the patient was experiencing an increase in seizure frequency (2-6 per day to 6-10 per day), intensity and length for the month prior to the office visit. Review of the available programming and diagnostic history for the device did not reveal any anomalies. Attempts for additional information have been made, but no further details have been received to date.